Event description:
The device was used during a diagnostic laparoscopy. Reportedly, the instrument leaks; pneumoperitoneum. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.